Event description:
It was reported that a deevice was used during a larparoscopic gastric procedure. The tip of the device broke. The case was completed using like devices. There were no consequences to the patient.